Manufacturer narrative:
Additional information: d10, g4, h3, h5, h6, h8 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual analysis noted: unload switch was at the home position. There was no damage to the adapter. Functional evaluation: the unload switch was depressed multiple times and showed no hangups or sluggishness. The adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter was connected to a representative handle and the device calibrated correctly. Were no loose connections between the adapter and the clamshell. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the jaws load would not obey commands from the handle. Surgeon inserted the stapler and articulated around stomach. Pulled back the handle and it disconnected from adapter. Inserted handle back onto adapter and reload/jaws would not reset/straighten. Tried toggle and no movement. Tried reset of stapler by holding both fire buttons. It reset but jaws did not straighten or move. Surgeon again tried toggle to straighten jaws with no luck. Used manual retraction tool to straighten jaws. Reattached loading unit and adapter separately and everything worked for rest of case. There was no patient injury.